Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert clso-10-12 & clso-10-15 for hilar drainage. First, they loaded the clso-10-15 at the oa-10 to put the clso-10-15 on the left, then pushed through the wire guide (visi2 0.025" straight). Stent was placed he wanted, and then the rock of the inner sheath of oa-10 was loosened and pulled, but a large resistance occurred. It was very difficult to pull the inner sheath, and they placed the clso-10-15 with difficulty, but the inner sheath of oa-10 was elongated. They could not use the oa-10 again to insert a second clso-10-12. They had to use the new oa-10. This file will capture the use of an incorrect size wireguide used with the replacement oa-10. Related files: (B)(4) - difficult advancement, elongation and incorrect size wireguide used with first oa-10. (B)(4) - difficult advancement and incorrect size wireguide used with clso-10-15. (B)(4) - incorrect size wireguide used with replacement clso-10-12. (B)(4) - incorrect size wireguide used with replacement oa-10. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
The oa-10 device of lot number c1808764 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for oa-10 of lot number c1808764 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1808764. It should be noted that the instructions for use states the following: ¿refer to packaging label for minimum channel size required for this device. Wire guide diameter and inner lumen of wire-guided device must be compatible¿. There is evidence to suggest the user did not follow the IFU. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.